Manufacturer narrative:
Evaluation summary: review of the logfiles for the day of treatment ((B)(6) 2016) shows no errors or warning that could contribute to the reported event. During startup of the system, the vacuum check, the energy check and the ablation tests were performed without error. The logfile shows all 10 treatments on that day were finished successfully without any error. The energy was stable during treatments. No relevant deviation between planed and performed energy is detectable for these treatments. The reported event/treatment is the third treatment on that day. The logfile shows the user operated surgery with the recommended setting. The vacuum was good and stable. According to the user manual the user has to perform an energy check manually at least after 120 minutes. The logfile review shows that the user performed energy check at system startup and then performed the surgeries nearly for four hours without energy check at that day. Measurements of actual depth immediately after cutting are processes where the final result depends on various factors (shrinking, swelling of the cornea). A clear picture can only be confirmed through oct measurements about one month post op. The oct images for this event were not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The company technician visited the site, checked the device and found the cut depth to meet specifications. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A center manager reported that the flaps created with the laser were thinner than expected. The patient had lasik in both eyes. The procedures were completed successfully with no impact to the patient. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.